Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's doctor called while the pt was in his office. He stated over the last 6 months, the pt has had her insulin infusion sets break, air bubbles in her tubing, and high blood glucose levels. The caller was informed of the recall on the infusion sets and the insert in the infusion set box that alerts consumers of the recall. The pt stated she had seen the insert but had not read it. She stated she discovered the separation of the luer connections when she visually inspected her tubing. She said she ran her hand down the tubing and found it loose. She also has found air bubbles in her line. The pt stated her blood glucose readings over the last 6 months went from 150 to 457 mg/dl with her normal reading being 118 mg/dl. She stated she did not need medical assistance and she corrected her high blood glucose by bolusing through her insulin infusion device. The pt wanted to try a different type of infusion set and the doctor agreed. Replacement infusion sets were sent. On follow up, the pt stated she had just started using the new infusion sets but that she was feeling well and had no other concerns at this time.